Manufacturer narrative:
(B)(4). Patient was born in 1939. D10: medical product: shell porous without holes 56 mm o.d. With calcicoat ceramic coating: catalog#65620005621, lot#ni; head bionit 2, fa. Mathys: catalog#ni, lot#6035997; versys heritage stem 13x130mm x-off: catalog#00785701320, lot#ni. Foreign: germany. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2022-03195. Customer has indicated that the product will not be returned to zimmer biomet for evaluation, as the product has been discarded. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported via a clinical study that a patient underwent an initial total hip arthroplasty. Subsequently, approximately 6 days post-implantation, the cup dislocated. The patient underwent revision surgery another ten days after the dislocation and the cup was revised. Due diligence is in process for this complaint; to date no further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in progress. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined that this device is not reportable. The previously reported event detailed migration or dislocation of the cup prosthesis from the hip joint. The previously reported liner was not responsible for the adverse event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that this device is not reportable. The previously reported event detailed migration or dislocation of the cup prosthesis from the hip joint. The previously reported liner was not responsible for the adverse event. The initial report was forwarded in error and should be voided.